Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was reverting to the set up mode. In a separate complaint he also alleged that the meter did not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated he takes lantus insulin and metformin to manage his diabetes. Information was not provided regarding the medication dosages or times taken. The patient said the meter reverting to set up mode issue first started four days prior, and 5 hours afterward he was shaky and sweaty. The cca noted that the reset meter issue did not occur immediately after removing/replacing the battery. The cca was unable to walk the patient through resolving the issue. The patient's products were replaced. This complaint is reported because the patient alleges the meter reverted to the set up and afterward he became shaky and sweating. His symptoms can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.